Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 165 mg/dl. The troubleshtooing was performed. The customer was advised to clean the battert cap with swab or isopropyl alcohol. The patient was to insert new aaa alkaline battery on the insulin pump. The customer stated that the display did not return. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin pump need to be replaced. No further assitance needed .